Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a base background study, which revealed acid and base and wetwater backgrounds to be low. The cse replaced the acid and base tubing from the reservoir to the probe, wash separation cover, sample syringe, and ancillary syringe. The cse then performed monthly cleaning with double cleaning concentrate to decontaminate wetwater. The cse checked all wash volumes, which were acceptable. During a follow-up visit, the cse calibrated assays, which failed calibration. The cse found that the uninterruptable power supply (ups) malfunctioned, which caused the improper shutdown of the instrument and the instrument was displaying reagent compartment loop b thermal errors. The cse replaced the ups tower and rebuilt thermo electric device in the reagent compartment. The customer performed calibration and ran quality controls, which were acceptable. The cause of the discordant, falsely low (B)(6) results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low (B)(6) results were obtained on two patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia centaur xp instrument, resulting as (B)(6). It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low (B)(6) results.